Manufacturer narrative:
Updated fields : b4, d9, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions ), h11. Corrected fields: d1, d4 (model, catalog, unique identifier), g2, h6 (medical device ¿ problem code). Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer saw the screen on the cardiosave suddenly turned black and a very loud "screeching" alarm sounded. The customer shut the pump down, turned it back on and the pump was "fine". The customer also switched out the console prior to the call but wanted to make sure the correct action was taken. Personnel verified it was the correction action, and told the customer to place a note on the console explaining the issue then make sure it got taken down to biomed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1: event site name: (B)(6).

Event description:
It was reported during use that cardiosave intra-aortic balloon pump screen went blank. There was no injury or harm reported.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h6- type of investigation.